Event description:
It was reported that during a procedure, an error occurred soon. The device was reset, but an error also occurred soon. The same event occurred in 3 devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent devices a and c were returned in good physical condition. The devices were tested with a generator and were functional. There were no anomalies noted with the functionality of the devices. It could not be determined why the generator reportedly displayed errors. The device b was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b (B)(4).